Manufacturer narrative:
It was reported to abbott, during a drg system revision, a blood patch had to be placed due to excessive scar tissue sticking to the explanted lead. The patient did not experience any symptoms. The device was not returned for analysis. Based on the information received, the cause of the reported issue was not determined to be product related.

Event description:
It was reported during a drg procedure (manufacturer report number: 1627487-2023-00432, 1627487-2023-00433, 1627487-2023-00434) on (B)(6) 2023 there was a lot of scar tissue that was stuck to one of the explanted leads so the doctor did a blood patch. The patient did not experience any symptoms.